Manufacturer narrative:
The pump was received with a blank display. Unable to verify keypad anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to a blank display. Unable to download history files and traces using thump due to a blank display. Unable to upload pump to carelink due to a blank display. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator¿assembly noted. The original pcba 1 was cleaned, installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. The original pcba 2 was cleaned, installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and no blank display noted. The original pcba 2 re-installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the aa 1.5v battery, continued self test, upload pump to carelink and download of history files and traces using thump. The pump passed the self test. The pump was monitored and no blank display noted while using the test pcba 1. Blank display was confirmed due to slight corrosion on the pcba 1. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 24-jun-2023, there is no unexpected alarms/suspends and no bolus recorded. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 24-jun-2023 listed on smart solve. Daily total of all insulin delivered: 0 (0 u) daily total of basal insulin delivered: 0 (0 u) daily total of bolus insulin delivered: 0 (0 u) power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history on the event date. Please see below for pump errors/alarms noted 1 week prior to the event date 24-jun-2023 in the formatted history file.  Lost sensor 1 alert (780) was recorded and found in the formatted history file on: 06/19/2023 18:19:00.000 06/23/2023 00:38:00.000 sensor expired alert (794) was recorded and found in the formatted history file on: 06/22/2023 23:43:25.000 lost sensor 2 alert (781) was recorded and found in the formatted history file on: 06/23/2023 01:02:00.000 06/23/2023 01:12:00.000 sensor signal not found (796) was recorded and found in the formatted history file on: 06/23/2023 01:45:00.000 unable to test for lost sensor alert, sensor expired alert and sensor signal not found due to blank display. Lost sensor alert, sensor expired alert and sensor signal not found were unknown. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label missing. Unable to verify customer alleged for high bgs. Unable to perform the required testing, verify keypad anomaly, upload pump to carelink, download history files and traces using thump due to a blank display. Blank display was confirmed due to slight corrosion on the pcba 1. During visual inspection, slight corrosion was also found on the pcba 2. Pump exposed to moisture was confirmed. However, a test pcba 1 was used, powered the pump on using the aa 1.5v battery, continued self test, upload pump to carelink and download of history files and traces using thump. No blank display noted while using a test pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported  insulin pump had a blank display and not working as customer went into the water. Troubleshooting was performed and it was reported customer experienced hyperglycemia and was hospitalized with unknown blood glucose value and the pump was exposed to fluid and also reported that the insulin pump buttons are unresponsive. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event and unknown whether the auto mode feature was turned on during the reported event. No further patient complications were reported. The customer will discontinue the use of the device and the device will be returned for analysis.